Manufacturer narrative:
The lead was returned with no complaint reported event. Failure event was observed during analysis. As received, only a connector portion of the lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis found full breach insulation degradation exposing the coil adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.